Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a charge time greater than thirty seconds. Replacement guidelines were questioned. Boston scientific technical services (ts) discussed replacement of the device and it was noted that the patient would be scheduled for replacement in the near future. The device remains in service and there were no adverse patient effects reported.

Event description:
Additional information has been received that this patient underwent a revision procedure and this product was explanted and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.